Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) and left ventricular (lv) pace/sense leads experienced a ventricular fibrillation (vf) arrest during nuclear scanning. A right heart catheterization was performed. During the procedure, the rv and lv leads became dislodged. A temporary pacing wire was placed and connected to the cardiac resynchronization therapy pacemaker (crt-p), which, was programmed voo pending a future lead revision on an unknown date. Additional information was received that an invasive procedure was performed. The device and rv lead were explanted and replaced with an implantable cardioverter defibrillator (ICD) system. The lv lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted a cut in the outer insulation 16 centimeters (cm) from the terminal pin, which, corresponded to a cut noted in the suture sleeve, dried blood/body fluid was noted in the outer coils through the cut. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The cut in the lead was concluded to be consistent with induced damage at the explant procedure.